Event description:
The customer obtained multiple, imprecise vitros phyt quality control results (results = 140.2, , 149.7, 151.9, 133.1, 146.9 g/ml vs. Expected result = 109.0 g/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, imprecise vitros phyt quality control results were obtained while using the vitros 5,1 fs analyzer. Patient samples were not reported to have been affected. An ocd field engineer performed service actions to multiple analyzer subsystems and performed related adjustments. Performance testing following service could not confirm that the equipment was returned to expected operation. There is no evidence that the vitros phyt reagent slides malfunctioned. The investigation is ongoing. The assignable root cause is an instrument related issue.